Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized because the customer was involved in a car accident and hit a tree. It was stated that when the paramedics arrived at the scene, the customer had a low blood glucose. Furthermore, the device was not available for testing at time of call. No further information was provided.